Event description:
The customer reported that the system had a broken break handle, and a problem with sending images from the left monitor to the right monitor. Also at the start of the day, the swap button on the dog house would not work. The system froze then worked error free after a reboot.

Manufacturer narrative:
(B) (4). The ge service rep was not able to reproduce the image problem. He removed and replaced the break handle on the system. It boots up and operates error free and within specifications.